Event description:
The device was returned to the service center for a report from the customer contact that the device was broken and service center t and I requested. However, during verification testing at the service center, it was noted that the device distal pressure sensor pin was broken off.

Manufacturer narrative:
During testing, it was noted that the device distal pressure sensor pin was broken off. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.